Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the cartridge component was observed correctly engaged into lower body of the pcb00 device however the lens was observed stuck at the cartridge. The reported complaint issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling change is required. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while using the preloaded insertion system, model pcb00, an intraocular lens prematurely exited the cartridge. Additionally, it was reported that there was patient contact. No further information was provided.